Event description:
It was reported that customer experienced cartridge alarm 20 that did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance on proper cartridge loading technique, successfully loaded new cartridge, resumed insulin therapy, and issue was resolved, while lot information for cartridge used remained unknown.